Event description:
It was reported that the patient had multiple noise episodes reported through merlin.net. The patient presented in-hospital due to unknown reasons. Since noise was present on the transmissions, the patient is being sent for chest x-ray. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.